Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received stating that, the lens was scratched upon implantation and the surgery was completed as planned, the scratched lens was left in the patient's eye.

Manufacturer narrative:
The used company cartridge was not returned for evaluation. Sixteen unopened company cartridges were returned for the reported lot 15904060 in an opened 10-count carton. Two samples were randomly selected for evaluation. The samples were numbered 1-2 for evaluation purposes. Two of the returned company cartridges were opened and microscopically examined with no damage observed. The company cartridges were functionally tested per the instructions for use (IFU). No lens or cartridge damage was observed after the lens deliveries. The company cartridges were cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. Product history records were reviewed and documentation indicated the product met release criteria. The lens was not returned for evaluation. A photo was provided. The haptics were not visible. The lens orientation could not be determined. The damage observed was not a scratch. A cracked area was observed at the optic edge, which extended toward the center of the lens. The lens model/diopter, handpiece and viscoelastic being used were not provided. It is unknown if a qualified combination was used. The root cause for the lens damage could not be determined. Based on the provided photo the optic was cracked on the edge. The pictured damage was not a scratch. This damage was similar in appearance to damage that can occur with a plunger override. No determination can be made without physical evaluation of the complaint sample. Functional and dye stain testing was conducted with the unopened samples with acceptable results. It is unknown if a qualified combination was used. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that, during intraocular lens implantation surgery, the physician experienced scratches with five lenses. The scratches were in periphery and all were left in the eye. The physician reported that each scratch was unique except the one which was closer to he center of the optic than others. He suspects the cartridge might have the issue. The physician inspected the lens before loading and found no scratches prior loading. The cartridge was then changed after the fifth scratch and did not experience additional scratches.